Event description:
It was reported that the filter deployment was unevenful. However, two or three legs stuck in the catheter and the legs were crossed. The doctor had to manupulate the filter with the pusher wire. Eventually the filter was deployed successfully. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The delivery system was not returned for evaluation. The filter remains implanted. It is unknown if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. The IFU (information for use) states the following: delivery of the g2 filter through the introducer sheath is advance-only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.